Manufacturer narrative:
Continuation of d10: product ID: 3889-41, lot#: va0kvua, implanted: (B)(6) 2014, : product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the lead not working was unknown. When asked what steps were taken to resolve the issue they sated they on (B)(6) 2025 they turned up the intensity with the controller device. They had an appointment on (B)(6) 2025. This issue was not yet resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-41 (lot: va0kvua); product type: 0200-lead; implant date (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were experiencing pain in their lower pelvic area and vaginal area. The patient said the pain had been creeping up slowly, but about a week ago wednesday it got intense. The patient felt that the pain was related to the ins. The patient added that the pain got worse when sitting, so they have to use a cushion any time they sit. The patient tried "going up and down" on their current program, and they tried changing programs as well but the pain got worse. The patient got worried about being on a different program because the original program worked best for them, so they changed back to the original program. The patient had not tried turning off the ins because they were afraid to. The patient has an appointment with their primary care physician (pcp) tomorrow, and they mentioned that the pcp was already aware of their pain. The patient did not have a managing hcp and requested physician listings near zip code 34655. Agent emailed the listings as requested. The patient was redirected to their hcp to further address the issue. The patient mentioned a historical event which included that in the past they were told that one of the leads had stopped working. The patient also mentioned that their original ins was replaced, but no allegations were made regarding the original ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked if any additional steps had been taken to resolve their issues, the patient stated they were able to find a doctor very familiar with their interstim implant, and they tested the battery life and leads. The battery life was good for one more year, but one of the leads was no longer functioning.